Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the front right caster will not touch the ground and is in the air about 3/8 of an inch. The caller states the fork is welded and he alleged this is welded incorrectly causing the wheel to rest up in the air.